Event description:
It was reported that the right ventricular lead was possibly fractured. The lead had varying and high impedance and a lead impedance alert was triggered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.(B)(4).